Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe generator to resolve the customer concern. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The unit was returned for failure analysis, but the reported failure could not be reproduced on erbe connected to system. The error logs confirmed the fault occurred in the field. Upon visual inspection, the unit had no significant scratches or dents. The front bezel was in decent condition. The unit was installed onto a golden system and functioned as expected. The event was confirmed based on error log review, however the issue was not able to be replicated during in-house testing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that an error c-38 occurred with the erbe when attempting to activate monopolar energy. The customer attempted to resolve the issue by rebooting the erbe and replacing cables and ports, but these actions did not resolve the reported complaint. As a temporary measure, a third-party energy device was used to complete the surgical procedure. The procedure was completing as planned with no reported injury.